Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient was fine up to a couple weeks ago and all of sudden they started having accidents. The patient has the system for the bladder and bowel and has had return of both symptoms. They fell off the toilet last week. They are very bruised at the implant site from falling. The patient had some accidents before the fall but has been worse since. They can't control their bladder and bowel. If the patient is lying in bed trying to wake themselves up, they pee and can't stop. They can't get out of bed on time. The patient knows the stimulator has moved. It is in the middle and it use to be on the right side. When the patient fell, they hit their head and fell on both knees. Their whole body fell. The patient knows they did something from the fall. Checked their current setting and they were on program 2 at 0.7 volts. The patient knows the stim was much higher. They said they didn't set it at 0.7 volts. On the call, they increased the stim to 1.6 volts. Told the patient to monitor their symptoms for a couple days at their new setting and see if their symptoms improve. Also told them to follow up with the doctor since they had a fall that might have cause the system to move or be damaged.